Manufacturer narrative:
(B)(4). Batch # u5dh7j. (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received partially fired 1/10. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the first shot is fired in a pulmonary vessel without any complications. When trying to fire the second shot in another vessel, a very short advance sound of the scalpel is heard, but no advance is observed. The trigger is pressed, but no movement is observed in the stapler. When pressing the side button of the stapler "reverse", no sound is heard, right after that the stapler is attempted to open but does not open. In view of the above, it is decided to use the override lever located on the top of the stapler. Surgery delayed 5 mins, procedure as completed successfully. No patient consequences reported. No further information is available. Procedure: lobectomy.